Event description:
Bilateral transplant pt presented with bronchial stenosis to a scheduled flexible bronchoscopy (ffb). After intubation and general anesthesia, right bronchus intermedius was treated with cryospray. The ventilator circuit was opened and the endotracheal tube (ett) balloon deflated in order to vent cryogen gas; visual verification of venting (gaseous plume) was also noted. Upon completion of cryo, pt developed acute st segment changes, hypotension and other symptoms consistent with a pneumothorax. Subsequent chest x-ray confirmed tension pneumothorax. Placement of chest tube alleviated free air and symptoms. Pt later developed ischemic colitis and an emergency laparotomy was performed; physician believes this to be unrelated to the cryospray treatment. Pt made full recovery from pneumothorax and colitis. Treating physician noted that this pt has frequent complications as a result of his bilateral lung transplant, mostly organ rejection related. Pt had undergone cryospray one time previous to this event and did not have pneumothorax or other adverse event related to cryospray.